Event description:
It was reported ""drain failure" alarm, pump blood back contamination has been detected by the fse. No patient adverse condition reported by customer". The customer was unable to provide any additional details surrounding this event.

Manufacturer narrative:
Qn# (B)(4). According to the eqr report), the field service engineer detected blood in the pump. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." Further the IFU states: 'if you suspect balloon perforation: immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from patient, using recommended removal technique. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of blood back into the pump was confirmed by the field service engineer. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The most likely cause of blood entering the pump is a balloon rupture; however, the root cause of the rupture was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported ""drain failure" alarm, pump blood back contamination has been detected by the fse. No patient adverse condition reported by customer". The customer was unable to provide any additional details surrounding this event.

Manufacturer narrative:
(B)(4).